Event description:
At about 4 years and 2 month after primary, the patient came in reporting anterior knee pain and the cause is unknown. The surgeon revised the patella and revised the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08-oct-2024: lot 2000631: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.